Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator noted elevated effluent pressure and reported that the saline bag had filled with fluid and burst. Rinseback was not completed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator did not make the appropriate cartridge connections after priming the circuit. The drain line was not removed from the priming line before initiating treatment resulting in effluent draining to the saline bag. The user's guide provides adequate instructions for cartridge and pt connections. A direct correlation between the nxstage system one, and the reported blood loss cannot be established. Facility staff has been notified and reviewed proper connections with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l information will be provided.